Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes/ left tip was perforating through muscularis of the tube'), device dislocation ('migration') and ectopic pregnancy with contraceptive device ('ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and abscess ("abscess") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hyst. (Partial),salping,(unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device and abscess outcome was unknown and the genital haemorrhage, dysmenorrhoea and heavy menstrual bleeding had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abscess, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage and heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2012, (B)(6) 2012. Received treatment for events. Insertion details: on right side we were able to place the essure without difficulty with 5 coils visible. On left side at the end of the procedure there were no coils visible but it was felt comfortably that this was in the tube. Removal details: essure coil was noted on the left fallopian tube. It was completely peritonealized but the tip was perforating through the muscularis of the tube but was still within the serosa. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result- left occlusion only, migration. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received: rcc note and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), device dislocation ('migration') and ectopic pregnancy with contraceptive device ('ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), dysmenorrhoea ("dysmenorrhea cramping"), menorrhagia ("menorrhagia heavy menstrual bleeding") and abscess ("abscess") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hyst. (Partial),salping,(unilateral),oophorectomy (unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device and abscess outcome was unknown and the genital haemorrhage, dysmenorrhoea and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abscess, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage and menorrhagia to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2012. Received treatment for events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: result- left occlusion only, migration. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), device dislocation ('migration') and ectopic pregnancy with contraceptive device ('ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abscess ("abscess") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hyst. (Partial),salping,(unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device and abscess outcome was unknown and the genital haemorrhage, dysmenorrhoea and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abscess, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2012, (B)(6) 2012. Received treatment for events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result- left occlusion only, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new reporter information was added. New event added abscess. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), device dislocation ('migration'), ectopic pregnancy with contraceptive device ('ectopic') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hyst. (Partial), salping,(unilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation and ectopic pregnancy with contraceptive device outcome was unknown and the genital haemorrhage, dysmenorrhoea and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2012, (B)(6) 2012. Received treatment for events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: result- left occlusion only, migration. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Lawyer was added. Case become incident. Previously event injury nos was replaced with dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, genital abnormal bleeding, ectopic pregnancy, migration, perforation fallopian tubes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.